Event description:
Complainant alleged that the medics werer attempting to pace a patient (age and gender unknown). The complainant alleged that they had to turn the knob to pace a "couple of times" before the unit would turn to "pacer on." When the medics began to transport the patient, the unit shut itself off in three minutes. There was no adverse effect on the patient.